Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation/atrial tachycardia with a smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After completion of bilateral pvi, the physician detected atrial tachycardia around the mitral valve. Peri-mitral line was created from the mitral valve to the roof line. At the point where the tachycardia stopped, ablation was performed several times at 38-40 watts for approximately 30 seconds and the atrial tachycardia was successfully ablated. Patient subsequently became hypotensive and an effusion was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded an unspecified amount of fluid. Blood pressure normalized. Patient was transferred to the intensive care unit (ICU). There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Activated clotting time was noted to be high, allowing for the effusion to accumulate quickly. Physician indicated that the adverse event may have been secondary to repeatedly overheating in the same location with high power. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. It was noted that the physician was previously notified that power was selected based on the output notation of the j70 generator. It was also noted that the generator settings were requested by the physician during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors reported on any bwi equipment during the procedure.